Event description:
The distributor reported that all cardinal hcg combo rapid tests used yielded positive results. The distributor did not specify the number of positive results believed to be inaccurate, the number of patients involved (if any), or the sample types involved. Three due diligence attempts were made to contact the distributor for additional information, however the distributor was unresponsive. No adverse events were reported.

Manufacturer narrative:
B3: the date provided is an estimate as the actual date of event is unknown. Conclusion pending completion of investigation. Three attempts have been made to reach out to the customer for additional information, including availability of product for return, however the customer has been unresponsive.

Manufacturer narrative:
B3: the date provided is an estimate as the actual date of event is unknown. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. The lot number provided is not a valid lot number for this product; therefore, retain testing and manufacturing record review could not be performed. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information. Complaints are tracked and trended on a monthly basis. Per the package insert: ¿ very low levels of hcg (less than 50 miu/ml) are present in serum and urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning serum or urine specimen collected 48 hours later. ¿ a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in a serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. ¿ as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. ¿ this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.d4: customer provided 0000725746 as the lot number. This is not a valid lot number for this product. H6: codes updated to reflect that retain testing and manufacturing record review cannot be performed without a valid lot number. H3 other text : three attempts have been made to reach out to the customer for additional information, including availability of product for return, however the customer has been unresponsive.

Event description:
The distributor reported that all cardinal hcg combo rapid tests used yielded positive results. The distributor did not specify the number of positive results believed to be inaccurate, the number of patients involved (if any), or the sample types involved. Three due diligence attempts were made to contact the distributor for additional information, however the distributor was unresponsive. No adverse events were reported.